Event description:
It was reported that this pacemaker device exhibited premature battery depletion behavior. Boston scientific engineering analysis of device data confirmed that the power consumption of this device has been increasing in a gradual fashion. The analysis also indicated that based on conservative modeling, the device will not deplete to the elective replacement indicator (eri) battery status before the 90 day eri to end of life (eol) time. Boston scientific technical services (ts) provided the analysis results to the healthcare provider (hcp) and indicated they will send a message to the local boston scientific representative (rep). The device remains in service at this time. No adverse patient effects were reported.